Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired the same day. It was reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. The code 3191 was used to report the non-specific cardiac event.